Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. No additional patient information was provided by the customer.

Event description:
The customer reported an increase in (B)(6) results generated on the architect which did not confirm. The results provided were: on (B)(6) 2018 two samples were initial (B)(6) / repeated (B)(6) and (B)(6). There was no reported impact to patient management.

Manufacturer narrative:
Upon a subsequent site visit, the field service engineer observed bubbles in the r1 and sample pipettor tubings while performing a fluidics dispense check. Replacement of the buffer level sensor resolved the observed bubbles in the tubings. A review of the architect serial number (B)(4) service history, found no contributing factors on or around the date of the complaint. There has been no subsequent contact from the customer regarding discrepant or erratic results since the buffer level sensor was replaced. The architect system operations manual addresses operational precautions and limitations; troubleshooting of the fluidics subsystems; and instruction for replacing the buffer level sensor. The operations manual also addresses troubleshooting for elevated concentration and erratic results, including, but not limited to, incorrectly installed level sensors; bubbles in tubing; buffer level sensor assembly cracked or leaking; and inadequate dispense of wash buffer at pipettors. A search for similar complaints identified no trend of the buffer level sensor (list number 08c94-15) in regards to discrepant patient results. A review of the architect i2000sr tracking and trending data revealed no trends associated with erratic results. Based on this investigation no product deficiency was identified for the architect serial number (B)(4), or the buffer level sensor, list number 08c94-15.